Event description:
Patient was in the or for a ureteroscopy, removal of a double-j stent and laser of ureteral stricture. Cysto performed and stent removed, guidewires placed. Unable to advance endopyelotomy stent or dilate with ureteral access sheath. An incision was made with a holmium/nd laser and taken down under direct vision to distal aspect. A fair amount of blood was noted. After the irrigation pressure was turned off, pulsation was noted. Contrast was injected with direct visualization of the common iliac artery. The patient was taken to the or for repair of common iliac artery and nephrectomy. St changes noted on EKG en route to ICU post op. The patient was taken to the cath lab where she expired. Holmium/nd laser removed from service immediately and quarantined by clnical engineering department until evaluation by lumenis service representative on 10.10.2005. Performance evaluation performed and no malfunction identified.